Event description:
A report was received with the following event description: ambulance arrived, placed electrodes, for quick look, but lp12 still asked "place electrodes." The nurse placed the ECG electrodes and "see that pt is in assystole. They tried to reanimate but pt passed away." Medtronic clinical staff evaluated the event info provided by the customer and concluded the device did not likely cause or contribute to the pt's outcome. This opinion was based on info which indicates the pt was not in a shockable arrhythmia.